Event description:
On (B)(6) 2012, this pt was implanted with three gore tag thoracic endoprostheses to treat a chronic thoracic dissection with an aneurysmal component. It was reported that the physician deployed the (B)(4) device in the thoracic aorta and was planning to put a (B)(4) proximal to the deployed device. The physician entered through the right iliac artery and was feeling resistance when trying to put the delivery catheter through the distal portion of the deployed (B)(4). Reportedly the device kept catching on the distal portion of the deployed device. The physician continued to try to manipulate the device in place and the device started to deploy "flowering". The partially deployed (B)(4) device was attempted to be removed; upon retracting, the device fully deployed in the left common iliac just below the aortic bifurcation. The physician entered through the left iliac artery and implanted a (B)(4) proximal of the deployed (B)(4) graft which was already in place. The new graft was deployed in the desired location with no further complications. A 12x38 icast stent was implanted at the proximal portion of the left iliac artery to keep patency. A fem fem bypass was performed to ensure patency in both limbs. The pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: the gore tag thoracic endoprosthesis instructions for use (IFU) states: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.